Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device experienced physical damage to the display, resulting in a cracked screen that impaired normal use, and the patient transitioned to manual insulin without reported impact to blood glucose. Symptoms included no adverse physiological effects. Outcomes included no escalation of care and no hospitalization. Investigation included collection of event details, coordination for device replacement, and return logistics. Investigation of this case revealed a damaged user interface component consistent with a broken or cracked screen, with no evidence of alarms or operational malfunctions beyond usability impairment. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device performance.